Manufacturer narrative:
The reported event that distal lateral femur plate ts axsos for right femur 12 hole / l274mm was alleged of issue s-90 (additional/revision procedure) could not be confirmed, since the device was not returned for evaluation and no other evidences were provided. A device inspection was not possible since the affected device was not returned and no other evidences were provided for investigation. The batch record could not be reviewed because the affected device was not returned and the lot number was not communicated. More detailed information about the complaint event as well as the affected device must be available in order to determine the root cause of the complaint event. As conveyed in IFU, non-union is the most frequent adverse effects involving the use of internal fracture which may be clinically related rather than device related. A review of the labeling did not indicate any abnormalities. If the device is returned or if any additional information is provided, the investigation will be reassessed.

Event description:
Its reported by the attorney, through the filing of a lawsuit, that the plaintiff underwent a left total knee replacement on (B)(6) 2016 that required revision on (B)(6) 2017 due to a nonunion femoral shaft fracture.

Manufacturer narrative:
This event was reported through an attorney, as a result of a legal claim. Due to the ongoing litigation no additional information is available at this time. If additional information is received it will be reported on a supplemental report. Device is not available.

Event description:
Its reported by the attorney, through the filing of a lawsuit, that the plaintiff underwent a left total knee replacement on (B)(6) 2016, that required revision on (B)(6) 2017, due to a non-union femoral shaft fracture.